Event description:
It was reported that this pacemaker with competitor right ventricular (rv) lead exhibited noise, oversensing and high out of range (oor) lead impedances. Additionally, several pauses were noted due to noise but none greater than 2 seconds. Boston scientific technical services provided programming guidance. The device remains is service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.